Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) exhibited atrial fibrillation (af) with rapid ventricular response and received anti-tachycardia pacing (atp). The atp accelerated the rhythm into the ventricular tachycardia zone and the patient received a shock, which did not convert the af. A technical services (ts) consultant was contacted and discussed programming options to mitigate the issue. No adverse patient effects were reported.

Event description:
Additional information indicated this device was explanted for an unknown reason and returned for analysis.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.